Event description:
It was reported that the jelco safety protectiv plus catheter had a dull needle. The patient had to be stuck multiple times for an IV attempt. No death or serious injury was reported in connection with this incident.